Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device. The se replaced the gui cpu and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that on an 840 ventilator the graphic user interface (gui) central processing unit (cpu) failed. There was no patient involvement.